Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer would like to send in arctic sun device for routine 2000 hour service. No device malfunction was alleged. Replaced tank tubing as it was too swollen to hold diverter properly. Alert 116/117 was detected, however not machine related, machine was operating properly. Alert 50 was noted, checked patient temperature 1 (pt1) with temperature extension cable and sim keys and found device operating properly. Alarm 14 was detected.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device was evaluated and the case data showed the alerts and alarms, however the issues were not device related and were not duplicated during testing. No repairs were made as customer declined repairs. It was also reported that the tank tubing was swollen and could not hold the diverter properly. It was also found that unit failed the chiller efficiency test on acat, the device was tested 2 more times to confirm therefore chiller was also replaced no repairs were made as customer declined repairs. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. It is unknown if there was patient involvement on the device. DHR review is not required as bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. As the reported event is unconfirmed, a labeling review is not required. Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that customer would like to send in arctic sun device for routine 2000 hour service. Replaced tank tubing as it was too swollen to hold diverter properly. Alert 116 (patient temperature 1 change not detected) and alert 117 (patient temperature 1 change not detected) was detected, however not machine related, machine was operating properly. Alert 50 (patient temperature 1 erratic) was noted, checked patient temperature 1 (pt1) with temperature extension cable and sim keys and found device operating properly. Alarm 14 (patient temperature 1 probe out of range) was detected. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. Per additional information received via follow-up on 17oct2022, it was unknown if there was patient use as the device was sent from biomed for routine service with no malfunctions alleged. During the evaluation it was also found that unit failed the chiller efficiency test on acat, the device was tested 2 more times to confirm therefore chiller was also replaced.